Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery was expired and needed replacement. There was no patient involvement. The remote service engineer (rse) evaluated the device remotely. It was determined that the battery was expired. The customer ordered a replacement battery which successfully resolved the issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.